Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, the pump was at 100% before it turned off, and when it came back on, the pump screen would show that it was reset. The contact stated that the pump would turn off, then back on by itself without plugging it in. Although tandem technical support (cts) advised for the customer to upload the pump data to t:connect to further investigate the issue, the customer declined. Cts advised the customer the issue was unable to be confirmed. Additionally, it was reported that the customer's pump stopped "for no reason" when insulin delivery has not been stopped intentionally by user. There was no information provided regarding the customer's blood glucose level. Although requested, no additional information was provided regarding the reported issue.